Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. During the implant, it was observed via contrast injection that fluid was entering the pericardium. The patient showed worsening bradycardia and low blood pressure. It was determined that the patient sustained cardiac perforation resulting in cardiac tamponade. Pericardiocentesis was performed, however the patient showed pulseless electrical activity (pea) and eventually passed away during the procedure.